Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving morphine of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported that the patient experienced withdrawal because the pump hit normal end of service (eos) and shut off. The patient did not get pump replaced before eos. Managing physician prescribed oral morphine. The patient was referred to a neurosurgeon to have the pump replaced. Patient noncompliance led to the issue of the pump shutting off due to eos, the patient allowed the device to expire. No troubleshooting was performed and the issue was not resolved. Oral morphine had stabilized the withdrawals and the patient was scheduling consulting with a neurosurgeon regarding pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.